Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) which occurred on home choice (hc) during dwell 5 of 5. The baxter technical representative (tsr) assisted the home patient (hp) to check all the lines, bags and transfer set for any problems. The hp stated that he had 3 bags completely empty bags including the heater bag. The tsr explained the alarm and assisted the hp to cycle power off and on to clear the alarms se 2240 and se 2367. The hp will perform manual drain. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.